Manufacturer narrative:
Eight cases of unused samples were submitted for quality evaluation. Fifty-nine sample were tested as representative samples of product received from the customer. The samples were first visually inspected and no damages or abnormalities were identified. The products were then primed to determined if there were any leaks, air-in-line or occlusions were identified. There were no issues found in any of the samples received. The customer complaint of leakage was not confirmed. A root cause analysis was not conducted because the failure reported could not be replicated. A device history record review for model 2420-0007 lot number 25045425 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: the tubing repeatedly was leaking while infusing for the nurses. Multiple times with product that had the same lot numbers and expirations. This was over a two-day period starting (B)(6) 2025, which was initially thought to be a fluke and then continued to happen numerous times (B)(6) 2025.